Manufacturer narrative:
The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that monopolar 1 overheated caught fire while on patient. No patient injury occurred.

Manufacturer narrative:
One vlft10gen generator was received for evaluation. The visual inspection found no defects. The customer reported that monopolar 1 overheated and caught fire while on the patient. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. An error code condition was found but was determined to be unrelated to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that monopolar 1 overheated caught fire while on patient. No patient injury occurred.